Event description:
It was reported that the pump touch screen was on, but the display remained black. Customer's blood glucose (bg) was 590 mg/dl. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.